Event description:
Consumer complaint of high blood results. Customer states upon waking he took a blood test and the result was 333 mg/dl, he took lantus and ate breakfast. A few hours later his wife noticed a change in his behavior and his wife took him to the emergency room. The ER tested his blood and the result was 33 mg/dl. Last 5 results in memory - (B)(6) at 8:22 am 263 mg/dl, (B)(6) at 8:19 am 125 mg/dl, (B)(6) at 8:17 am 156 mg/dl, (B)(6) at 8:15 am 527 mg/dl, (B)(6) at 11:20 pm 133 mg/dl. Performed back to back blood tests at the time of the call - 208, 209 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).